Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (b4) for initial aware date: 02/14/2019. Correction (g1) - contact office address: dr. (B)(4). Batch records review: batch records review was performed for the affected lot numbers. A total of five (5) lots number were verified to confirm if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented. Process description: the wafer used during the manufacturing process of the affected lots are produced in elc#4 line. Pi31-033 (extrusion, lamination and cutting elc4) ver. 19.0). Sticks of adhesive mass are placed in the opening of the extruder. The mass is carried by a screw through from the barrel chamber and pushed through an opening in the die. The extrudate is brought to the thickness specification and is then laminated between a top and bottom layer of silicone release paper. The top of the silicone release paper is removed, and a polyethylene film is used to laminate the adhesive surface. The three layers (paper, polyethylene and mass) are cooled and carried through a rotary cutter, where they are cut according to specifications. The finished wafers son inspected and stacked in trays to be placed in a finished product cart to await the next operation. The calender is adjusted to extrude the mass per process specifications, thickness test is performed before initiated the manufacturing process. Individual thickness test (including srp) is performed and must comply with the specification requirements 0.075" ± 0.005"1.91mm ± 0.127mm and for urihesive strips 0.071" ± 0.005"1.80mm ± 0.130mm. Thickness test was performed in elc#4 manufacturing line with satisfactory results 0.074mm, 0.75mm and 0.76mm within established requirements per pi31.033. The batch record review supports that there were no discrepancies related to the issue reported. History data review: two year query was run to determine a trend of failure mode ost-pmc1.14 skin barrier in contact with skin is too rough or sharp, sharp edges at stoma may occur, six (6) complaints were identified and will be cover in this investigation. No trackwise record event (process ncrs) was identified during the period 01/jan/2018 up to 15/feb /2021. Preliminary investigation conclusion: based on the information above, no issues were identified during the manufacturing process as per the batch records review for the affected batches listed in attachment#1 and thickness test was performed per process specification with satisfactory results. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the cut-to-fit wafer felt thinner and resulted in a re-opening of a previous laceration of his stoma. He stated that when he cuts the opening in the wafer he leaves adequate space to keep the wafer away from the stoma. His current measurement is documented as 25 mm for his ileostomy; however, when asked the exact size of his stoma he was unable to provide. He cuts the wafer at 32 mm which leaves space for the expansion of his stoma. He indicated that he does rub his finger over the cut surface to smooth over any rough edges. The end user reported that when he sat up, the cut area of the wafer was in contact with the bottom of the stoma, causing the re-opening of his stoma laceration. He further reported there was enough blood present to seep two inches onto the tape collar. He treated the laceration with neosporin. No further medical attention was required. No further information or photograph was provided.